Manufacturer narrative:
Completion of service pending.

Event description:
The manufacturers service engineer was unable to duplicate the reported problem. Review of the device diagnostic history noted the reported occurrence and oxygen flow failure. The service engineer replaced the gas delivery system to address the findings.

Manufacturer narrative:
Supplemental reportgas delivery system.

Event description:
The international customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc failure and stopped. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Completion of device evaluation and service is pending.